Event description:
It was reported that during deployment of a tracheobronchial stent graft in an a-v fistula, the stent graft only partially deployed. The entire stent graft system was removed and another stent graft was deployed successfully without incident. Eval of the returned device revealed an outer sheath fracture. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.